Event description:
It was reported that a device had an issue with the door latch. No pt injury reported.

Manufacturer narrative:
(B)(4). The involved device is currently being evaluated by baxter. A supplemental will be submitted once the device eval is completed.